Event description:
It was reported to philips that the device doesn't turn on. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips distributor and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device does not initialize. There was no patient harm reported. Based on the information available, the cause of reported issue is due to the defective assy som, which was replaced. No further evaluation is required. The device is working fine as per manufacturer's specifications after the replacement of the defective assy som. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.